Event description:
In this event it was reported that two pts experienced an electrical shocking sensation during use of a propex ii apex locator; no injury resulted.

Manufacturer narrative:
The device in question may have caused the sensation, or it may have been the result of static electricity or other factors. The propex unit does not function when plugged in; rather the unit operates on a 2.4v battery when used with a pt. Though there was no report of injury, because device eval results are not available as of this MDR eval, this incident would be considered a malfunction which, if it were to recur, could possibly result in permanent impairment of a body structure or function of result in an injury requiring medical intervention to preclude such, particularly if the device was use with a pt implanted with a pacemaker, as contraindicated in the dfu. Therefore, this event is reportable per 21 cfr 803. The device is available for eval, though has not been returned as of this report. Eval results will be submitted as they become available.